Event description:
On [date redacted], at approximately 1700, patient had successful leadless pacemaker insertion for symptomatic sinus pauses and asystole. Device information- abbott aveir model lsp202v, sn [redacted]. On [date redacted] - the next day, device interrogation showed loss of capture. Cxr and chest CT showed dislodgement and migration of the leadless pacemaker to the pulmonary artery at the left lower lobe. At approximately 1700 on [date redacted], patient was taken back to the ep lab and the migrated device was successfully retrieved. A new leadless pacemaker was inserted and positioned successfully. During the retrieval procedure, the patient developed hemoptysis requiring intubation by anesthesia team, bronchoscopy/bronchial washing and ICU [intensive care unit] admission post procedure